Event description:
It was reported that during the reprocessing of a da vinci prograsp forceps instrument, a cable was noted to have slipped off of the little wheel. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that instrument's grip cable was derailed at the idler pully. Neither the pulley nor the cable exhibited any damage. Failure analysis investigation also found that the distal end of the main tube had various scratch marks exhibiting light material removal. The scratches were not axially aligned with the tube. It was concluded that the damages found to the distal pulley and main tube were likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the main tube could likely cause or contribute to an adverse event, if the malfunctions were to recur.